Event description:
It was reported that the device is displaying an e1 error. It was further reported that no patient was harmed.

Manufacturer narrative:
Additional information will be provided once investigation is completed.